Event description:
It was reported that the pt underwent cardiac catheterization in 1994 and four-vessel bypass surgery 2 days later. Four days later "a small hematoma on the left thigh with left thigh drainage was noted" on 3 days later. Discharged to home "leg unchanged, white count 13, started cipro and clindamycin." The pt was readmitted 10 days later and was taken to the or for incision, drainage and debridement of their left thigh hematoma. The wound was left open, treated with dressing changes/whirlpool therapy and was closed with drains 4 days later. They did well and were discharged seven days later.